Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not alarm with low battery alert prior to replace battery now alarm as well as power error detected alarm. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. Troubleshooting was performed. Customer stated that was the second occurrence of replace battery now without a low battery warning. The insulin pump will be return for analysis.